Event description:
Customer reported that he had unexplained low blood glucose of 30 mg/dl and he was in a car accident. Paramedics were called to assist customer due low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarmed during basic occlusion test due to faulty force sensor. Unable to perform occlusion and no delivery tests due to prime/fill anomaly.